Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received. The visual inspection found minor scuffs and glue tape residue, and minor scratches, dents at the rear side of the chassis, all for rubber feet missing, and broken generator cover. The reported condition was not confirmed. The investigation found that the auto-bipolar passed before any calibration was performed. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The service center reported low power output on bipolar and the port was damaged. The investigation identified the cause of the reported event to be the ftsw pcba. The ftsw pcba was replaced to address the condition. The service center reported that the left led touch screen was not fully responding to touch and doesn¿t match the display graphic. The investigation could not determine a root cause or a probable root cause for the report based on the information provided. Details regarding the repair were not provided. The service center reported that the led voltage converter for the left led screen was damaged with a capacitor component chipped off. The investigation identified the cause of the reported event to be the led screen inverter. The led screen inverter was replaced to address the condition. The service center reported that the chassis was dented heavily at the rear side and the top cover was broken. The investigation identified the cause of the reported event to be the chassis and the top cover. The chassis and the top cover were replaced to address the condition. The service center reported bad scanners (failed calibration during test and inspection). The investigation identified the cause of the reported event to be the scanners. Details regarding the repair were not provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bipolar test with hand piece and footswitch mode, the unit generated when the footswitch was pressed. After footswitch was released, the unit was still generating. The testing was stopped when the problem found and the rest of the test was not performed. They used another known good footswitch to perform the test and the result was the same. There was no patient involvement.